Manufacturer narrative:
This report is submitted on march 30, 2020.

Event description:
Per the clinic, the patient experienced an infection (unknown if it was device related) which was successfully treated with oral antibiotics. The device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with another device.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on august 7, 2020. (B)(4).